Event description:
It was reported that while attempting to insert an expedium si 7x80mm polyaxial screw into right iliac, the screw sheared and broke mid-shaft. The broken screw shaft remains in the patient and another screw was placed next to it. The bone was of extreme hardness (sclerotic) and there was difficulty with each pedicle on screw insertion and gear shift probing. While attempting to insert the poly screw, the tip of an expedium quick connect si polyaxial screwdriver sheared off into the screw. During the same procedure, an expedium single inner set screw was cross threaded and stripped with a small fragment of one of the threads coming off from the device. The torn thread was retrieved and discarded. A new set screw was placed in screw and torqued. All of the difficulties contributed to a forty five minute delay to the procedure. The following mfg. Medwatch reports are being filed for the three devices involved in this event: 1526439-2014-11768 ¿ expedium si polyaxial screw; 1526439-2014-11769 ¿ expedium si set screw; 1526439-2014-11770 ¿ expedium quick connect si polyaxial screwdriver.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.